Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stated: dor: (B)(6) 2024: 55-year-old male patient received a left knee revision to treat pain and instability of the joint secondary to loosening of the tibial tray, as identified via preoperative radiographs. Upon entering the joint, the surgeon confirmed the joint instability and debrided scar tissue. The tibial trat was grossly loose at an unknown interface and revised. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed but retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2026. Dor: (B)(6) 2024. Left knee.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h1 ( from malfunction to serious injury). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant: corrected: h4 (device manufacture date). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: "dmf# -(B)(4) trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements." If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune tka for unknown reasons. Depuy cement x1 was utilized and the patella was resurfaced. The procedure was completed without complications. 55-year-old male patient received a left knee revision to treat pain, walking difficulty, joint instability, audible popping sounds, emotional distress, and anxiety. Upon entering the joint, scar tissue was debrided. The surgeon identified a loosened tibial tray at the depuy cement to implant interface, which was revised. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2023, dor: (B)(6) 2024, left knee.